Manufacturer narrative:
The reported issue was resolved through phone support. It was confirmed that the reported issue was resolved by hard power cycle of the patient side cart (psc). The system was verified and ready to use.

Event description:
It was reported that prior to starting a da vinci-assisted cholecystectomy surgical procedure, the arm 1 and 2 horizontal movement moved without being clutched from the port clutched. No related errors were noted in the logs. The tse walked the customer through an emergency power off (epo) of patient side cart (psc) and the issue did not persist. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer noted the instrument moved in an unintended direction (e.g., the intended direction was right, but it moved left). The issue did not occur with the surgeon¿s head inside the surgeon console. The issue was resolved prior to the patient arriving in the or.